Event description:
A 25 lb machine attachment (afterslit) became detached and fell on pt's face and chest. The object fell approx 12 inches before reaching pt. Approx half of the weight of the afterslit was caught by a health care worker who discovered the attachment releasing during the procedure. X-rays of facial bones and sternum ordered. Ice compress to face for swelling.